Event description:
It was reported that after the patient's implant was oriented the patient left the office. When she went to the hallway in front of the elevators, the patient reported she experienced a strong jolt and fell. The patient hit her head and had a knot on head. An ambulance came to get her to check her out and it was reported that her blood pressure and pulse were good. The hcp ordered an x-ray, and it was noted that the patient had fallen before. It was later reported that the patient experienced a concussion and had a very large knot on her head. She was very apprehensive about using the stimulator. An impedance check resulted in normal impedances, but as the patient was very sensitive to positional changes in stimulation, the adaptive stim feature was disabled during her last programming session.

Manufacturer narrative:
Product ID, 3777-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3550-29 lot# n358029, implanted: 2012 (B)(6), product type accessory. (B)(4).